Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1167, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Essure was inserted after the birth of her third child (c-section). At first it was fine. Then her periods got worse and she started passing clots. Then she started with migraines all month, weight gain and joint pain and pelvic pain, severe anemia and constant exhaustion. In (B)(6) 2011, a total hysterectomy was performed. She woke up with no migraine and haven't had one since removal. The coil had migrated despite perfect placement and verification at three months the coil was out of the tube and pressing into the lop of her uterus. She stated she was never told the device had nickel. She is allergic to nickel. Every symptom left after removal. Ptc investigation result received on 07-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a total hysterectomy. She stated the coil had migrated and was out of the tube, pressing into the lop of her uterus. The reported events were considered serious due to their medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (within fallopian tube or to peritoneal cavity). In this case, consumer's symptoms started after essure placement and disappeared with devices removal. Therefore; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs